Event description:
It was reported that during an unknown procedure, the clips would not hold after placing. There was a haemorrhage, but it has been controlled. The patient is fine. Another device was used to complete the case.

Manufacturer narrative:
Information anticipated, but unavailable at this time.